Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal multiple tampons have fallen apart leaving pieces inside her vaginal cavity. She stated she went to the ER three times because she has not had a menstrual period for four months since the tampons fell apart. There was no diagnosis during her ER visits and no medication was prescribed. Her symptoms remain unchanged.